Event description:
It was reported that during use, the product showed low co2 readings/no gas readings. It was also reported that the product could not be calibrated and that an attempt to use a generic service password failed, preventing access to the service menu. A cal check was performed and was within range. It was reported that filterlines in use were over 3 years old. The troubleshooting guidance provided was to work from the patient connection through the tubing to the device, check the ports for any damage, and swap filterlines to assess for any change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.